Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of initial follow up . Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) reported that it is fractured and has some type of cosmetic damage as scratch. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no new were trends identified. Corrective action has been initiated for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Device received, but not yet evaluated.

Event description:
It is reported that the device fractured into three pieces upon insertion by the surgion during a knee arthroplasty. All pieces were retrieved from the paitent.